Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump is able to deliver 2 units of bolus at once. The bolus feature functioning properly. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports of only being able to delivery small boluses at a time, but did not receive any alarms. Customer delivers 0.5 units at a time until she reaches 2 units. Customer's blood glucose was unknown. Customer was assisted in performing a 5.0 fixed prime and insulin did exit. Customer states cannula was not bent. Customer declined to run an additional prime test to determine occlusion. Insulin pump would be replaced. No further information provided.